Event description:
The device was used during a tah procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon applied another instrument and removed the component to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA.